Event description:
Pt reported an unspecified amount of time after injection with "juvederm in the nasolabial folds, the product "migrated from the nasolabial folds to above the lips". Pt also reported "swelling" and that the product "formed lumps above the lips". The pt was treated with an "unk product" to "dissolve the filler" about 10 days after injection. No other info was provided.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or pt details are not attainable. The events of "the product migrated from the nasolabial folds to above the lips," swelling, and lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting less than 7 days duration". Adverse events: "the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising". Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvederm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache". "Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvederm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess". "Serious adverse events have infrequently been reported for juvederm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain". "The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks". Additionally there have been reports of nodules, infection, and inflammation. 'The onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid's, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month". "The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days".